Event description:
It was reported that the patient presented in clinic for follow-up post implantation with muscle stimulation on the leg. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) had dislodged and migrated into the iliac arteries. The rvlp was retrieved and explanted with no replacement device implanted. There were no other patient consequences.